Event description:
Dental "flash lite" an led based, dental restorative, curing light has a material defect that poses a chocking hazard. The "screw-in" junction, on the unit's body, where the replacement light "lens" attaches, had retaining threads which "dissolved" under normal use at just 13 months. In that this device has been covered with a plastic barrier shield and only rarely subjected to any disinfectant, it is hard to comprehend -other than design flaw or material defect- why this would occur. Additionally, when our office called discus dental to report an incident where the lens partially detached in a pt's mouth, they stated that: 1. The unit could not be repaired. 2. That it was one mouth out of -1 year- warranty and would not be replaced. 3. That had no other suggestions to correct this problem. Additionally, during these calls they had been advised by my assistant, that she at another office had previously encountered the same problem furthermore, she states, that in her multiple calls to discuss, they never acknowledged the problem or recommended discontinuance of the device.